Event description:
The surgeon reported via the clinical support specialist, that whilst implanting the exeter intramedullary plug, the plug broke inside the patient's femur. The surgeon reported that he implanted another of the same plug into the femoral canal. The surgeon reported that the procedure was completed successfully with no delay to surgery time.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was not confirmed. Device evaluation and results: not performed as no device was returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics.

Event description:
The surgeon reported via the clinical support specialist, that whilst implanting the exeter intramedullary plug, the plug broke inside the patient's femur. The surgeon reported that he implanted another of the same plug into the femoral canal. The surgeon reported that the procedure was completed successfully with no delay to surgery time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.